Event description:
It was reported that when the vile was opened during a procedure, the implant had an oily substance on it. The procedure was completed using another device. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that when the vile was opened during a procedure, the implant had an oily substance on it. The procedure was completed using another device. There was no report of patient injury or delay in procedure. D4: expiration date: 14 nov 2023 UDI: (B)(6). G4: (B)(6) 2019. The reported device was returned for evaluation. Visual inspection identified the implant in its inner vial with all sterile barriers breached, minor signs of use and some residue on the implant and mount. The device was tested with scanning electron microscopy / energy dispersive x-ray spectroscopy (sem/eds). Sem/eds testing of the implant verified that there is no presence of an oily substance. Additionally, the sem/eds testing determined the residual elements left on the implant were mostly sodium (na) and chlorine (cl), as well as residual carbon (c) and oxygen (o). The reported condition of an implant with an oily substance on it upon opening is not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported device could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional 510k: k101880. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when the vile was opened during a procedure, the implant had an oily substance on it. The procedure was completed using another device. There was no report of patient injury or delay in procedure.